Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. It was indicated that a lead revision post implant was required to fix the placement of the lead. Upon repositioning, threshold was stable and in range. This rv lead remains in service. No additional adverse patient effects were reported.